Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bariatric procedure, on the first firing of the device, the device made a popping noise. The staples deployed properly and stapled as expected. After six reloads were used on the gastro side, the left side of the cartridge deployed properly. The right side missed the anvil and the staples had straight legs. The procedure was completed by over sewing the whole line. The rep noticed that four reloads on the back table had staple pockets that were black and two or three pockets were orange indicating that they were deployed and the black pockets were not. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5699f the analysis found that one plee60a device was returned with no apparent damage and with five gst60b cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.